Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, 10.50/+1.0/080 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vaulting (narrow angle). The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Corrected data: h6- health effect- clinical code: 4581- "narrow angle." Claim# (B)(4).